Event description:
Nellcor puritan bennet received a report from a biomedical engineer that a n-395 unit displays 100% saturation readings. The high reading was discovered during a study and unit was removed.

Manufacturer narrative:
The unit has been returned for evaluation.